Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope¿s glue on the handle had come loose. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end had residual liquid, and the forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the distal end had residual liquid, and the forceps elevator had foreign material. Additionally, due to a crack on the switch box, the water tightness was lost, the scope cylinder had no color, the switch box had a crack, due to the wear of the angle wire, bending the angle in the up direction did not meet the standard value, the distal end was shaved, there was corrosion around the forceps elevator, and the universal cord¿s coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to cracked switch box. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. -states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the issue was found during reprocessing of the subject device.